Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
There was a leak at the hemostasis valve body and sheath hub. Datascope was notified on 8/27/97 that the iab was discarded by the facility. Event complications: unk - rpt'd 5/9/97. Pt current status: unk - rpt'd 5/9/97.